Event description:
The customer reported that before the procedure, the surgeon found the shaft of the electrode (insulator) falls out. The surgeon changed to another electrode to finish the procedure. There was no injury to the pt. Eval of the returned sample found the insulation was damaged and failed hipot testing.

Manufacturer narrative:
(B)(4). Eval of the incident sample confirmed the presence of two voids in the insulation. The device failed hipot testing at the location of the voids. The cause of the insulation damage could not be determined. This product is 100% hipot tested and visually inspected during the manufacturing process.